Manufacturer narrative:
(B)(4). Eval: results: (presence of severe calcification at the lesion prevented the device from crossing the lesion), (stent deformation and failure to deliver device). Eval: conclusion: device failure/lack of effectiveness related to pt condition (presence of severe calcification at the lesion prevented the device from crossing the lesion). Eval summary: the stent was stretched and deformed beyond the distal tip. The first 4 distal stent segments and the last 3 proximal segments were relatively undamaged. The distal tip was damaged.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent in the rca. The lesion morphology had 90% stenosis and severe calcification. The lesion was pre-dilated with 30% stenosis remaining. Two resolute stents were used in the procedure with the first being successfully deployed in the mid rca prior to the unsuccessful attempt. It was also reported that there was a previously deployed stent in the proximal rca. Following an initial unsuccessful attempt to cross the lesion, the device was retracted and inspected. It was deemed to be intact and following additional pre-dilations was re-inserted into the pt. It is unclear where resistance was noted during second attempt to advance the stent. A degree of force was used to try and cross the lesion, although deployment of the stent was unsuccessful. Additional info received states that although numerous pre-dilations were made it appears the stent still could not cross the lesion. The physician has commented that the lesion may have been suitable for rotablation. It was decided to treat the lesion with poba. No pt injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).